Event description:
It was reported that during a lap. Tubal ligation, the device was very hot and a burn was noticed on the bowel. The caller did not have any other info about case but stated that the pt was transported to a local hosp in which a laparotomy was performed.